Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient's device was not working. The device was removed due to long-term failure of the device. The patient recovered without sequela.